Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that CT images taken one week post index procedure revealed a type 1b endoleak. However, it could not be confirmed by dsa. The endoleak was also not observed by the first dsa performed after the index procedure. Another manufacturer's device was added from just above the celiac artery to treat the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
The proximal aortic neck was 22.8 mm in diameter, the aneurysm was 63 mm in diameter, the right iliac artery was 29.9 mm in diameter. Regarding the cause of the endoleak, physician stated; large area of stent graft was drawn into aneurysm sac. Initially the stent graft was deployed right above the celiac, but it seemed to migrate to proximal direction. The patient was successfully treated and the endoleak resolved.